Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter employed nurse from india of peritonitis coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) and extraneal viaflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was hospitalized for peritonitis. On (B)(6) 2011, the patient received reflin (1gm, once daily, ip) and tobramycin (40mg, once daily, ip). The root cause of the peritonitis was unknown. At the time of reporting, the patient remained hospitalized, the event of peritonitis was resolving and the patient continued remedial therapy with reflin and tobramycin. Dianeal pd2 ultrabag and extraneal vialfex therapies continued. The nurse believed that the event of peritonitis was unrelated to dianeal pd2 ultrabag and extraneal viaflex therapies.